Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was without stimulation. An sjm rep met with the pt and observed the system would auto-reduce. A lead diagnostics showed high impedances. Reprogramming did not resolve the issue. F/u identified the pt underwent surgical intervention to revise her scs lead. When the physician removed the lead, the lead was encapsulated with scar tissue. The lead was replaced with two new ones, also the physician electively replaced the ipg with a new one. There were no alleged deficiencies with the ipg. Effective stimulation was obtained post-operative. The issue is resolved.